Manufacturer narrative:
Device passed the displacement test but failed during prime/a33 test due to loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin was squirting out. Customer stated that they were unable to exit manual prime process. Customer stated that drive support cap was normal. The insulin pump will be returned for analysis.